Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper pops out of the tube. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: "in the past month, in the automated pretreatment line, it was found that only the red plastic cap could be pulled out when the cap of 9 red tubes was pulled out, while the gray rubber plug was still left at the mouth of the blood collection tube, resulting in the bending of the probe and the risk of broken needle when the machine probe sucked samples later. The hospital used three production lines all of which showed this abnormal phenomenon. The equipment engineers also tried to adjust the grip tightness and strength, but failed to improve it. If a sample suction probe is damaged, the cost is tens of thousands of yuan."

Manufacturer narrative:
Investigation summary: material #: 367812, lot/batch #: 2125601. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube there was stopper pops out of the tube. This event occurred 9 times. The following information was provided by the initial reporter. The customer stated: "in the past month, in the automated pretreatment line, it was found that only the red plastic cap could be pulled out when the cap of 9 red tubes was pulled out, while the gray rubber plug was still left at the mouth of the blood collection tube, resulting in the bending of the probe and the risk of broken needle when the machine probe sucked samples later. The hospital used three production lines all of which showed this abnormal phenomenon. The equipment engineers also tried to adjust the grip tightness and strength, but failed to improve it. If a sample suction probe is damaged, the cost is (B)(6)."